Event description:
During surgery, the surgeon bent recon plate (6 hole) by using the bending iron. However, recon plate (6 hole) broke while bending it. The surgeon changed plate to recon plate (7 hole). The surgery was completed without problem. The plate was bent along the main axis of plate. The surgeon is not repeatedly bending plate.

Manufacturer narrative:
It is not known at this time why the device will not being returned. Additional information has been requested and if received, will be submitted on a supplemental report.